Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, during the initial dilation of an 80% stenosed lesion in the popliteal artery, the balloon of a 4mm x 15cm 155cm saberx percutaneous transluminal angioplasty (pta) ruptured. As a result, a 4mm x 20cm saberx pta balloon catheter was used as a replacement to expand the lesion and complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a popliteal lesion which extended below the knee. The lesion had moderate calcification and very mild tortuosity. An ipsilateral retrograde approach was used for the procedure and access was obtained with a 5f unknown short catheter sheath introducer (csi). The saberx balloon catheter was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. A non-cordis .014 guidewire was used during this procedure. A 2mm x 4cm non-cordis balloon catheter was then used to dilate the lesion below the knee. The 4mm x 20cm saberx pta balloon catheter was then used and ruptured. There was no resistance taking the device out of its dispenser or during insertion of the device. The device did not have to cross a bifurcation, it was not put into an acute bend during this procedure, and it was able to cross the lesion. The device was able to be removed easily from the patient and remained in one piece during its removal. The product was returned for analysis. One non-sterile saber rx 4mm x 15cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies could be observed on the unit by the naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. However, a leakage was observed due to a puncture in the balloon. No other anomalies were observed. Per microscopic analysis, sem was performed to the received balloon unit to identify the possible root cause of the balloon rupture. Results showed that the saber rx 4mm x 15cm 155 unit balloon surface presented evidence of a punctured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82246571 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ was confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a punctured condition with scratch marks noted to the outer portion of the balloon. Vessel characteristics of moderate calcification with tortuosity and 80% stenosis likely contributed to the reported event based on the analysis findings. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the calcified/stenosed lesion or upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the initial dilation of an 80% stenosed lesion in the popliteal artery, the balloon of a 4mm x 15cm 155cm saberx percutaneous transluminal angioplasty (pta) ruptured. As a result, a 4mm x 20cm saberx pta balloon catheter was used as a replacement to expand the lesion and complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a popliteal lesion which extended below the knee. The lesion had moderate calcification and very mild tortuosity. An ipsilateral retrograde approach was used for the procedure and access was obtained with a 5f unknown short catheter sheath introducer (csi). The saberx balloon catheter was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The balloon was prepped with a 1:1 contrast to saline ratio. A non-cordis .014 guidewire was used during this procedure. A 2mm x 4cm non-cordis balloon catheter was then used to dilate the lesion below the knee. The 4mm x 20cm saberx pta balloon catheter was then used and ruptured. There was no resistance taking the device out of its dispenser or during insertion of the device. The device did not have to cross a bifurcation, it was not put into an acute bend during this procedure, and it was able to cross the lesion. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.